Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device was monitored for two days. No unexpected low battery alarm or off no power alarm noted. No damage noted on the original battery cap. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's nurse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 400 mg/dl before they treated and went low. The customer was given food to treat. The customer experienced symptoms such as a hypoglycemic seizure. The customer was wearing the insulin pump during the incident. The caller stated the pump over delivered insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.